Event description:
It was reported that the patient experienced diaphragmatic stimulation when the left ventricular (lv) output was raised. The lv capture management was reprogrammed, and the lead remains in use. The patient is a part of the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.